Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with the top part of the display is missing was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective main display. Appropriate action was taken to correct the reported problem by replacing the main display.a software history review found that the device has not been previously sent into service for the reported condition.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump the top part of the display is missing. The event was reported to have occurred during preventative maintenance in biomed testing within the biomed service department. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.